Manufacturer narrative:
The manufacturer previously reported the ventilator's internal battery failed to charge and the internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was found to be blank. The ventilator's lcd screen was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.